Event description:
It was reported that it was an out of box failure, the device failed downstream occlusion test. The event occurred during testing. There was no patient involved and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for investigation. The device was functionally tested, but the investigation could not duplicate the reported issue. However, the investigation identified downstream and upstream occlusion seal damage, an issue that could result in a hazardous situation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The dso and uso seal was replaced and the device passed all testing.